Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2366-70 serial #: (B)(4) description: linear 3-6 lead, 70cm the explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the lead site. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well post-operatively.